Event description:
It was reported that high threshold measurements were observed during the attempted implant of these leads. It was also noted that the selected branch of the coronary sinus was not stable. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; the full lead was returned and analyzed. There was blood on the helix and outer tubing overlay. The lead was received with fully deployed lobes with dried blood on them. (B)(4): no anomalies found; the full lead was returned and analyzed.